Event description:
On 09/08/2025, it was reported that the user received an ¿unable to proceed¿ message during a supply change. Notifications showed no additional alerts. Upon troubleshooting, the user removed all supplies, performed a dry run successfully, and then performed another supply change using new supplies. During inspection, the connector was found to be bent. The user reported previously attaching the connector to the cartridge outside the ilet, likely causing the issue. The agent explained the correct sequence for attaching the connector and cartridge. The issue was resolved after using a new connector, and insulin delivery was successfully resumed. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.